Event description:
Major pump unit(s) involved: blood pump.inflow cannula malposition.specific component(s) involved: inflow graft malfunction/malposition;malposition.causative or contributing factor: no specific contributing cause identified.intervention(s): repostioning of pumpimplant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.